Event description:
It was reported that during an exploration a bak vista (implanted on (B)(6) 2014) had partially moved into the posterior disk space and was not fused.

Manufacturer narrative:
Evaluation codes: updated. Device history record review for all returned devices did not find any deficiencies. Review of information provided and analysis of returned devices concluded that there is no evidence of a product defect. The root cause is determined to be known inherent risk of this product. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.